Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high, out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. A signal artifact monitor (sam) episode was stored and minute ventilation (mv) was disabled due to the out-of-range pace impedance measurement of 3,000 ohms from rv ring to can. It was noted that the pace impedance measurement from rv tip to can was 460 ohms. Additionally, rv loss of capture (loc) was observed at maximum outputs. Technical services (ts) reviewed troubleshooting options and programming considerations. In split configuration, noise was reproducible but not oversensed. Ts also explained that re-enabling mv may not be possible with a compromised rv ring. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high, out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. A signal artifact monitor (sam) episode was stored and minute ventilation (mv) was disabled due to the out-of-range pace impedance measurement of 3,000 ohms from rv ring to can. It was noted that the pace impedance measurement from rv tip to can was 460 ohms. Additionally, rv loss of capture (loc) was observed at maximum outputs. Technical services (ts) reviewed troubleshooting options and programming considerations. In split configuration, noise was reproducible but not oversensed. Ts also explained that re-enabling mv may not be possible with a compromised rv ring. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.